Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in the USA, alleging a onetouch verio iq meter was having a pattern message issue. The patient did not allege any harm or injury due to the alleged issue. The cca was unable to assist the patient with troubleshooting due to the patient not having testing supplies at the time of the call. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.